Event description:
Caller states that a patient presented unresponsive to the ER. Family stated that the patient's readings were "in the 30s" at home. About 5 minutes after arriving at the ER, caller states that the patient reportedly received the following results on an inform meter, compared to lab results, within 10 minutes: 199 mg/dl (inform meter) and 41 mg/dl (lab). About 5 minutes later, caller alleged that the patient reportedly received the following results, with two different roche meters, within 10 minutes: 199 mg/dl (inform system 1) and 530 mg/dl (inform system 2). One minute after these discrepant results, the patient was treated with 1/2 ampoule of d-50 based upon her symptoms. Floor staff then conducted control testing on both meters, and both meters passed. Three minutes later, inform system 2 was tested with a venous sample from the customer, at 50 mg/dl, which was within 10 minutes of the readings of 199 mg/dl and 530 mg/dl. Patient was revived by this time. No adverse event or delay of treatment reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the inform system 1. (B)(6).